Manufacturer narrative:
A ventilator was reported failing pre-use checks. Our field service engineer investigated the ventilator on site and found issues in the expiratory pressure transducers. Logs and the failing pressure transducer printed circuit boards (pcb) were returned for investigation. The failure was confirmed in received device logs, and event was dated to (B)(6) 2021. The returned pcbs were mounted in a reference ventilator for simulated use testing. Pre-use check passed, but drifted during ventilation and alarms were generated. Visual inspection showed indication of liquid on the pcb. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by liquid on one of the pressure transducer pc boards. The cause why liquid entered the board has not been determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).